Event description:
The patient's father called animas on (B)(6) to report that the pump did not record bolus doses in the history. He said that prior to the last four days, his blood glucose level was around 116 or 120 mg/dl. The last four days the patient's blood glucose level was 300-400 mg/dl and did not have ketones or any illness. The date and time are correct on the pump. The patient denied any battery changes or time reset. The patient's father reported that he has increased the patient's basal rate and programmed a bolus dose every two hours with the pump. He says that some bolus doses have been missing from the pump history for the past few days citing one bolus dose in the history for some days and no bolus doses in the history on other days. The patient insisted that she delivered the bolus doses and the father reportedly watched her program a couple of doses. The patient reportedly does press ''go'' to initiate delivery. This complaint is being reported because the user alleged that bolus doses were not recorded in the pump history. The patient's blood glucose levels were not indicative of a serious injury and there were no reported symptoms.

Manufacturer narrative:
(B)(6). The pump has been returned to animas. Evaluation is not yet complete. When evaluation is complete the results will be provided in a supplemental report. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 05/28/2012 device evaluation: the pump has been returned and evaluated by product analysis on 05/01/2012 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals from were found to be within specification. A review of the black box history does not indicate bolusing every two hours. Typical usage alarms and warnings were observed in the black box history. There were no unrecorded boluses observed in the black box history and no boluses were observed in the bolus history on (B)(6) 2012 due to pump not in use during those days. The black box data was recorded from (B)(6). An "ezprime" operation was performed with no issues noted. Test boluses were performed with units remaining found to be correctly calculated and recorded in pump history. The pump was exercised for 24 hours with no defects being duplicated.